Manufacturer narrative:
E1: (B)(6). Name: medtronic minimedcountry: united states of americastreet: 18000 devonshire streetcity: northridgestate: californiazip code: 91325¿1219.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
It was reported that patient experienced adhesive issue event on (B)(6) 2026 as infusion set tape was not sticking